Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) came out with the device. Upon procedure completion the device was examined and a balloon leak was found. There was no reported patient injury. The device was used in a watchman procedure using a 17f sheath. The mynx vascular closure device (vcd) was used in an interventional procedure. The approach was antegrade. The deployer was certified. The tech believes the balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved with a femstop. The device was stored and prepped according to the IFU. The sealant came completely out with the device and appeared to stick to the device. Device storage temperature did not exceed 25 °c. The balloon was fully deflated. No resistance was noted during use. The device was realigned to the angulation and removed with light fingertip compression. The device is being returned for evaluation.